Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is cracked by front corners and tube holder. No damage on bottom case. Plunger head is cracked by all screws. Customer?s reported issue was duplicated. The root cause of the reported issue was determined to have been caused by tapered spring that popped over holder on barrel clamp rod. Actions taken to mitigate the reported issue: replaced tapered spring, barrel clamp rod and barrel clamp guide. Recalibrated unit. A corrective and preventative action has been opened to address the reported issue. (UDI) is unknown. No information available to date.

Event description:
It was reported that device will not calibrate. No patient injury reported.